Manufacturer narrative:
There was no patient involvement.

Event description:
The customer reported the v60 navigation ring is not moving. There was no patient involvement.

Manufacturer narrative:
(B)(6)2021: the authorized service engineer (ase) replaced the front bezel to address the reported issue. The issue was discovered during preventive maintenance. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Mfg report#: 2031642-2021-03195 was reported in error.